Manufacturer narrative:
The waa power failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Potential causes of the reported issue are programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, or mental capacity, severe force applied to the implant (patient fall, accidents), and off-label use. The transmitter assembly associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue and no non-conformances were found. The stimulator is used to treat pain. The cause of the painful pulsing sensation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in waa power failure. Waa power failure rates remain acceptably low; thus, CAPA is not required. Waa power failure rates will continue to be tracked and trended.

Event description:
The patient reported a painful pulsing sensation while using the device. The patient was given another transmitter assembly with the same programs, the patient is no longer feeling the pulsing sensation, and the issue was resolved. The patient is receiving excellent relief with the replacement transmitter assembly.